Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure and upon opening the package, the operating room staff noticed the vasoview 7xb harvesting cannula was in two pieces. A new kit was opened to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).